Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting down. The customer's blood glucose (BG) level was 583 mg/dL. The customer addressed their BG with a manual injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Android / Android Galaxy J3 Orbit / Unknown / Android_9.